Event description:
A customer reported a patient experienced a corneal burn during surgery. A completed questionnaire was returned indicating the incident occurred upon initial insertion of the phaco handpiece in the right eye, and occurred in the presence of ophthalmic viscosurgical device (ovd) in the anterior chamber. Three sutures were placed at the main incision to seal the leaky wound. There were no reports of the occlusion tone being heard when the event transpired. In the surgeon's opinion, the following caused/contributed to the event: occlusion-from ovd and phaco power. The patient presented with postoperative astigmatism and more than two line loss of bcva compared to baseline. The patient is currently under observation and the final outcome is unknown at this time.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A questionnaire was received and reviewed by alcon company clinical analyst, who noted: the incident occurred during the lens sculpting portion of the procedure and in the presence of ophthalmic viscosurgical device (ovd - viscoat) in the anterior chamber. There were no reports of the occlusion tone being heard when the event transpired. The returned questionnaire also states that in the surgeon's opinion, the following caused/contributed to the event: occlusion-from ovd; phaco power. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. The system also allows the surgeon to modulate ultrasound energy. Because friction is the dominant variable for generating heat, continuous longitudinal ultrasound is the least desirable option. Delivering pulses or bursts of ultrasound energy can reduce total energy, as can increasing off time by lowering duty cycle. Using torsional amplitude is another extremely effective method in reducing heat within the incision. After thorough analysis of the reported events, determination of the direct cause of the corneal thermal injury was inconclusive. A review of system event log did not reveal any unusual event or system message captured during surgery on the day ((B)(4) 2012) of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).